Event description:
Event: abdominal surgery. Case details: the right commmon iliac artery was reported to be narrow and the graft limb was attached within the right external iliac artery. The right external artery was ruptured and repaired with a wall-graft extending into the common femoral. The graft was successfully implanted. Several hours post-implant the pt was returned to the or. The abdomen was opened to relieve pressure caused by 5 units of blood and fluid in the abdominal cavity. Additional case details and pt update info was not provided.